Manufacturer narrative:
During visual examination, the following issues were found: the switch box was discolored; the scope cylinder was discolored; both directional knobs were discolored; the electrical connector showed signs of fluid ingression; the light guide bundle was broken; the adhesive around the objective lens was worn; the forceps elevator was corroded; and the universal cord was scratched. Functional testing showed that the up/down directional knob had excess play; this issue was caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had a light guide defect. The device was returned to olympus for evaluation. During evaluation, the inside of the light guide lens was found to have foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Please see update to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.) As a result, humidity invaded lg-lens which led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the defect occurred before the procedure. No further information is available.